Manufacturer narrative:
Batch review performed on 09 may 2018; lot 155566: (B)(4) items manufactured and released on 07 october 2015. Expiration date: 2020-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs on 04 may 2018; while proceeding towards tha, the surgeon noticed that the contralateral hip is radiographically loose, although not painful and therefore no action was taken. From the image provided, an unexpected bone reaction is visible, which may lead to the decision of verifying possible metabolic or local disorders. We have no former images and hence no further analysis can be performed at this stage.

Event description:
The surgeon noticed loosening radiographically 1 year and 8 months after primary. The patient is not in pain and will not be revised.